Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was 176 mg/dl additionally, it was reported that an occlusion alarm occurred. There was no impact to the customer's bg level. The customer had changed all supplies, therefore troubleshooting was unable to be performed. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and shutdown could were verified; however, the occlusion was unable to be evaluated as no used cartridges were returned with the device.